Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had slowdowns when the charger assembly was positioned and the selection button was not able to be turned. The device was not in use on a patient.